Manufacturer narrative:
Insulin pump received with a software error alarm on mother board. Device received with intermittent button response due to corroded keypad traces. Device received with cracked case at display window corners and battery tube threads.

Event description:
It was reported that the up and down arrow buttons have an intermittent response and the time clock changed. The insulin pump was not dropped or exposed to moisture. Keypad is not locked. No button error alarm in history. Customer removed the battery and the buttons are still not responding. Nothing further reported.